Event description:
The email received from (B)(4) clinical study indicated that following stent deployment the patient experienced right reflex change. Onset was gradual with full recovery within 2 minutes. This was also associated with a period of mild hypotension with blood pressure of 100/50 mm hg. The blood pressure was also immediately managed with phenylephrine and fluid bolus. The blood pressure remained stable throughout the rest of the procedure. There was also had a mild spasm in the distal ica which was not treated. The patient did not require emergent carotid surgery and was discharged on the following day. Prior to the intervention the patient had amaurosis fugax. Pta was performed on a 73% occluded lesion in the proximal left internal carotid artery of 17mm in length in a 4.5mm vessel diameter. The lesion was characterized as arch I. A 5mm medium support angioguard rx was successfully deployed, the lesion was pre-dilated and a 6x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 0%. The angioguard was successfully removed. There were no technical difficulties with either device and it is unknown if there was debris found the angioguard basket upon removal.

Manufacturer narrative:
Concomitant devices: angioguard rx 501814rmc, 70210522. Concomitant medications: aspirin and clopidogrel were administered, pre and post-procedure. Heparin and phenylephrine were administered intra-procedure. The email received from (B)(4) clinical study indicated that following stent deployment, the patient experienced right sided reflex changes. Onset was gradual with full recovery within two minutes. This was also associated with a period of mild hypotension with blood pressure of 100/50 mm hg. The blood pressure was also immediately managed with phenylephrine and fluid bolus. The blood pressure remained stable throughout the rest of the procedure. There was also mild vessel spasm in the left distal internal carotid artery (ica) which was not treated. The patient did not require emergent carotid surgery and was discharged on the following day. Pta was performed on a 73% occluded lesion in the proximal left internal carotid artery 17mm in length and 4.5mm in diameter. A 5mm angioguard rx was successfully deployed, the lesion was pre-dilated and a 6x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 0%. The angioguard was successfully removed. There were no technical difficulties with either device and it is unknown if there was debris found the angioguard basket upon removal. The product remains implanted in the patient and is thus not available for analysis. . Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU as such. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00609 and 1016427-2010-00083.